Manufacturer narrative:
The reported field event of the inability to tighten the set screw was confirmed in the laboratory. Upon receipt, the v df-4 set screw was attached to the torque driver. Visual inspection identified silicone, septum material in the set screw hex cavity. This material prevented full insertion of the torque driver into the hex cavity and was the cause of the inability of the screw to tighten.

Event description:
It was reported that during an attempted implant, sets crew could not be tightened when connecting the rv lead to the device. Several hex wrench were used but all were unsuccessful in tightening the setscrew. Device was replaced. Patient condition is good.